Manufacturer narrative:
Covidien reference (B)(4). The n600 is no longer manufactured.

Manufacturer narrative:
(B)(4). The device was returned for investigation. The customer complaint of no audio was verified. When the device was connected to power an error code was displayed however no audio was heard. A test speaker was connected to the unit and audio was heard. The customer speak was reconnected and intermittent audio was heard. Inspection of the main printed circuit board (pcb) and speaker showed no damage or cracked solder. The connector on the main pcb and speaker were cleaned and reconnected. After powering up the device the speaker was clearly heard.

Event description:
It was reported to covidien that this unit was tested and found to have no audio. There was no pt involvement.